Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code: 4739 - gas exchanger. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was an inadequate membrane oxygenation. No known impact or consequences to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 11, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a2 (patient information - patient's age). A3 (patient information - added patient's gender). A4 (patient information - added patient weight). D4 (additional device information - added expiration date). D5 (suspected medical device - added operator of device). E2 (initial reporter - health professional). E3 (initial reporter - occupation). G2 (manufacturer - report source). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The actual sample was not available. Based on the investigation result, since the actual sample and detailed information of this case were not available, the cause of occurrence could not be clarified. No other similar report of the product with the involved product code/lot number. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.